Event description:
Additional information received reported that the revision occurred on 2015-(B)(6). The patient was doing great after the revision. This lead had moved lateral from the original placement and it was repositioned. The patient was now getting full coverage of all his painful areas and the stimulation was very comfortable. Nothing was explanted and no devices would be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had their percutaneous lead replaced yesterday. They took out the percutaneous lead and they put in a paddle lead instead. It was a lead replacement surgery. The reason for the replacement was because the lead had moved significantly from where it was initially implanted. Rather than repositioning the lead, they went to a surgical paddle option for the patient. Two days later it was reported that the lead did not move cephalad or caudal. It rolled lateral into the left gutter of the epidural space. Original implant x-ray and post-op x-rays confirmed the migration of the lead to the left epidural gutter. The manufacturing representative (rep) had not seen the patient for post-op follow-up. They were going to evaluate coverage and programming at that time. The patient¿s post-op visit was scheduled for (B)(6) 2015. The rep saw the patient on (B)(6) 2015 at the healthcare provider (hcp) office. The rep did not see the patient¿s x-ray; however the doctor said the patient received an x-ray that showed the lead had shifted to the right compared to where it was originally placed during the surgical placement. The rep attempted to reprogram in several areas of the lead to see if they could get stimulation coverage of the patient¿s painful areas. However, they were unsuccessful. Every part of the lead was causing stimulation along the patient¿s right side as high as his ribs and as far down as his right lower leg. The patient needed stimulation on his left side as it was his more painful side of pain. The doctor had requested a revision of lead placement in which he planned to anchor the lead to the bone. This procedure was anticipated to take place in two weeks. They did not have a surgery date yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.